Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed no disposable". A functional test and visual inspection were performed and the reported issue was not duplicated. No problem was found. As a result, the downstream sensor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a no disposable alarm. No patient injury was reported.